Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was 526 mg/dl at the time of the incident. The customer experienced frequent urination. The customer was assisted with the issue and the device worked as designed after changing the set. The customer did not return the product back for analysis.